Event description:
A customer reported while using a glidescope core quickconnect (qc) cable during a bronchoscopy, the screen on the connected glidescope core monitor kept glitching and flickering on and off. They reported being able to quickly finish the procedure without using a backup device and no harm to the patient was reported. Following the procedure, a verathon representative inspected the device and isolated the issue to the qc cable. When they connected a bronchoscope, it either didn't have a view on the screen or the view was glitchy. They switched to a different qc cable and experienced no issues.

Manufacturer narrative:
The customer's glidescope core quickconnect (qc) cable was not returned to verathon for evaluation, therefore the cause could not be determined. A verathon representative evaluated the system at the facility and isolated the issue to the qc cable being faulty but could not trace the exact cause any further. Review of complaint history for the subject lot of qc cables was unable to be conducted due to the lot number being unavailable. Trending analysis for glidescope core qc cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.